Event description:
Patient with uvc in place infusing tpn/il. Bedside rn noted tpn filter to be leaking significantly out of y-site. Alcohol cap in place. New fluids ordered to be hung. Filter saved in q&s office. Lot # unknown.